Event description:
Per the explant op report, the mvr had initial good result but developed prosthetic mitral incompetence that was first noticed following severe uti (urinary tract infection). The mitral prosthesis was degenerated with asymmetric retraction of the leaflets.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to be unavailable. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 27 mm mitral valve was explanted after an implant duration of one year, nine months, due to severe paravalvular leak (pvl). The explanted device was replaced with a non-edwards mitral valve. During the procedure, the surgeon also performed an aortic valve replacement with a non-edwards aortic valve. The patient was noted as to be hospitalized in stable condition after the procedure.